Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The device had cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't responding properly. Customer's blood glucose was unknown. Customer stated the numbers kept scrolling up when she went to her enter carbohydrates. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.